Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4116 boston scientific competitor lead, implanted (B)(6) 1985. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited high and unstable thresholds. The output was increased to cover the fluctuating threshold. There was also low pacing impedance and inconsistent sensing with oversensing. The lead was turned off. The patient was hospitalized but the patient's symptoms were not directly related to admission. No patient complications have been reported as a result of this event.